Event description:
The facility representative reported a colleague infusion pump with a bad display. This condition had the potential to interrupt delivery. The reported condition occurred "upon power up"; it occurred in the "pediatrics" department. There was no report of patient involvement, injury or medical intervention necessary. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition of "bad display" is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of 'bad display' was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.